Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter did not power on. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the alleged product issue began on (B)(6) 2011 at 8:30am. The patient stated, she takes insulin using a pump. The patient further stated that on the morning of (B)(6) 2011 at 8:40am, she developed a "very dry mouth, itchy arms and legs and started seeing very bright lights" due to the product issue. The patient reported that she received no treatment for the product issue. At the time of troubleshooting, the customer care advocate (cca) noted that the issue was not resolved with training. Replacement products were sent to the patient. This complaint is being ruled-out as reportable event due to the following conclusion(s): given the short time between the onset of the alleged issue and the reported symptoms, it is unlikely the product issue contributed to the reported symptoms and the patient did not receive any form of medical intervention. However, this malfunction is being reported because, the alleged issue remained unresolved.

Manufacturer narrative:
510(k) # is k073231.